Event description:
Medtronic received information that a ped2 pipeline stent twisted during deployment. Twist occurred during siphon expansion. A massage was performed at microcatheter, a system push was performed from the long unsheath, and re-expansion was performed from the resheath, but it was not resolved. After several twisting, the distal side of the stent dropped, and it became impossible to retrieve the distal side of the aneurysm, so it was retrieved. The deployment failure was in the shaft center. The pipeline was not stuck in the capture coil. Less than 50% had been deployed when it failed to open. The pipeline was located in the center of the tortuosity of the blood vessel. The pipeline was resheathed 2 times of less. No other actions were taken to deploy the stent. The devices were prepared as indicated in the instructions for use (IFU). The pipeline was resheathed and collected with the microcatheter and removed from the patient's body. The patient was being treated for an unruptured, saccular aneurysm in the left internal carotid artery (ica). The max diameter was 12mm and the neck diameter was 6mm. The distal landing zone was 3.9mm and the proximal landing zone was 4.25mm. Blood vessel tortuosity was strong. No patient symptoms or complications were reported. Additional information received reported the aneurysm was in the c6 ophthalmic region. There was no deformation or fraying to the delivery wire or pipeline. There was resistance during pipeline delivery, but there was no strong resistance, there was no abnormalities or damages to the catheter or pipeline pushwire. It was clarified the meandering was strong, and the aneurysm was also misaligned. Continuous saline flush was administered and maintained as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.